Event description:
[Preferred term] (related symptoms if any separated by commas) elevated blood pressure of 249mmhg [blood pressure increased]; due to an issue with the pen, it caused cracks in the ryzodeg penfill [product physical issue], patient reported issue with novopen 5 [device issue], discomfort in the heart [cardiac discomfort], increased blood sugar levels to 16.5 mmol/l [blood glucose increased]. Case description: this serious spontaneous case from china was reported by a consumer as "elevated blood pressure of 249mmhg(blood pressure increased)" with an unspecified onset date, "due to an issue with the pen, it caused cracks in the ryzodeg penfill(cracked product)" with an unspecified onset date, "patient reported issue with novopen 5 (device issue)" with an unspecified onset date, "discomfort in the heart. (Cardiac discomfort)" with an unspecified onset date, "increased blood sugar levels to 16.5 mmol/l (sugar blood level increased)" with an unspecified onset date, and concerned a 65 years old female patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", ryzodeg penfill (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (dose: every morning, 6 units, and every evening, 6 to 7 units.) From unknown start date for "drug use for unknown indication". Patient's height: 162 cm. Patient's weight: 65 kg. Patient's bmi: 24.76756590. Medical history was not provided. On an unspecified date, patient purchased a novopen 5 from store. On an unspecified date, patient installed the ryzodeg penfill, due to an issue with the pen, it caused cracks in the ryzodeg penfill. As a result, insulin was not injected properly for two days, leading to elevated blood pressure (blood pressure measurement) of 249 mmhg and increased blood sugar levels (blood glucose) to 16.5 mmol/l, along with discomfort in the heart. Patient stated that she did not seek medical attention after experiencing the adverse effects and managed the situation herself, as she was a health manager. Currently, the patient was using her own blue pen (brand and model not confirmed) with the ryzodeg penfill, and her blood pressure had come down, with blood sugar levels also being regulated. The patient mentioned that the ryzodeg penfill was in good condition before use and did not question the quality of the ryzodeg penfill itself. Patient believed that the cracks appeared after installing it in the novopen 5 and emphasized that it was an issue with novopen 5, questioning the quality of novopen 5. Additionally, patient stated that this was an accident with a medical device, causing personal loss, and needed to seek additional compensation. Patient believed the issues with the novopen 5 led to unstable blood pressure and elevated blood glucose, and in addition to wanting a replacement pen, also wanted some small gifts. Batch numbers: novopen 5: nvgck47-1. Ryzodeg penfill: 2024105332. Action taken to novopen 5 was reported as product discontinued. Action taken to ryzodeg penfill was not reported. The outcome for the event "elevated blood pressure of 249 mmhg (blood pressure increased)" was recovered. The outcome for the event "due to an issue with the pen, it caused cracks in the ryzodeg penfill (cracked product)" was recovered. The outcome for the event "patient reported issue with novopen 5 (device issue)" was recovered. The outcome for the event "discomfort in the heart. (Cardiac discomfort)" was unknown. The outcome for the event "increased blood sugar levels to 16.5 mmol/l (sugar blood level increased)" was unknown. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Company comment: blood pressure increased, cardiac discomfort are assessed as unlisted events; blood glucose increased is assessed as listed event according to the novo nordisk current ccds in ryzodeg penfill. Relevant information on medical history, definitive diagnosis, treatment given and investigation of faulty device and product are unavailable for complete causality assessment. Patient's blood pressure increased and cardiac discomfort could be related to device breakage and hyperglycaemia. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill.

Event description:
Case description: since last submission case has been updated with following information expected date of follow up report was extended. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation result: novopen 5 - batch: nvgck47-1. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination was performed. Scratches and glass-like objects were observed on the joints around the plunger rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragments observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. Ryzodeg penfill - batch: 2024105332. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. A reference sample was examined macroscopically and analysed chemically. The reference sample was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. Since last submission case has been updated with following information "malfunction", "is non-reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b, c, d, g codes updated. Narrative updated accordingly. Final manufacturer comment: 16-jun-2025: the suspected device novopen 5 been returned to novonordisk for investigation. Upon preliminary examination, piston rod was found to be slightly difficult to retract. This could be due to foreign matter on piston rod. The fault is caused by accidental handling error during use of device. If the piston rod cannot be retracted, and no spare pen is available, the patient will miss a dose and may experience hyperglycaemia. Damaged pen parts were observed because of the use of a cracked or broken cartridge in the device and glass fragments observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. H3 continued: evaluation summary: novopen 5 - batch: nvgck47-1. A visual examination of the returned product was performed. Sticky matter observed on pen parts (internal or external) e.g. Oily substances. The fault had no impact on dose accuracy or other critical pen functions. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The piston rod was difficult to retract. Microscopic examination was performed. Scratches and glass-like objects were observed on the joints around the plunger rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and glass fragments observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device.